Event description:
It was reported that during laparoscopic removal of the gall bladder by the physician, the clips came out of the applier already closed.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that one of the centering tabs on the distal end of the channel was bent inward. The sample was returned with its trigger partially engaged and it appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the trigger cycle was completed. Functional inspection could not be performed due to the bent centering tab. The tab was bent far enough inward that it would block clips from firing into the jaws. However, the sample was disassembled in order to inspect the internal components. It was found that the clips were slightly out of position in the channel. No other defects or anomalies were observed. The device was returned with 10 clips remaining in the channel, indicating that 5 clips were fired by the end user. The damage to the centering tab would prevent the clips from loading properly into the jaws of the applier. If the clip is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. Reference file the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clips closed" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. Functional inspection could not be performed since the bent centering tab would block the clips from firing properly. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900343 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic removal of the gall bladder by the physician, the clips came out of the applier already closed.